Manufacturer narrative:
H6: code f19 and e2321 was omitted based on information in the shared file. For clarification purposes all the correct health effect impact code and health effect clinical codes are listed in this report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary cardiac arrest/ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Asae/major bleed: the cause of the access site adverse event was patient condition related as the patient was coagulopathic.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The cp was placed independently during code blue post left anterior descending artery stent placement. Abiomed support arrived once on support and removing peel-away sheath. Unknown whether lower extremity pulses were present prior to case. Unable to dopple lower extremity pulses post implant. Groin shot under fluoro not available. The patient experienced cardiac arrest with prolonged downtime, hypotension requiring multiple pressors. Thrombolytics was done to treat the limb ischemia. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Additionally there was oozing reported from the groin site. General considerations have been addressed - re-sutured with forward tension sutures, redressed appropriately. Patient remains on anticoagulation and is coagulopathic the patient was also noted to be oozing from right internal jugular (rij) swan site and endotracheal tube (ett).

Manufacturer narrative:
Additional information received. B5 and h6 updated based on the information received.

Manufacturer narrative:
D4: updated device information. H6: updated codes based on information in the shared file.

Manufacturer narrative:
D4 UDI revised.

Manufacturer narrative:
Event description and complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes were updated/corrected and repopulated accordingly.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 79-year-old female patient with a past medical history of coronary artery disease (cad), and peripheral artery disease (pad)/peripheral vascular disease (pvd) , presenting in scai stage e shock, and on multiple inotropes and vasopressors, and ventilated for respiratory support prior to initiation of support. The impella was inserted for ventricular support during a high-risk percutaneous coronary intervention (pci) of the left anterior descending artery (lad). The patient went into cardiac arrest post-stent placement of the lad. Post-impella placement, the staff were unable to doppler lower extremity pulses. It is unknown if the pulses were present prior to the insertion. Thrombolytics were given for the limb ischemia. After transfer to the intensive care unit (ICU), access site bleeding was noted. The patient was on a heparin drip at 14 units/kg/hr and on an integrilin drip at 1.75mcg/kg/min. The anti xa value was 0.43. The site was re-sutured with forward tension sutures and redressed appropriately. There was also oozing to the right internal jugular (rij) swan site and endotracheal tube (ett). The patient was noted to be coagulopathic post-cardiac arrest. The post-procedure outcome is survived at explant. Limb ischemia and bleeding are listed as potential adverse events and are consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Updated information: d1 brand name updated. D4 catalog number and serial number updated. D9 device return date. The device evaluation is in progress.

Manufacturer narrative:
Additional information was received therefore b5 and d6b were updated.

Event description:
Additional information was reported impella cp was explanted and lower extremities pulses are now dopplerable. The pump is expected to be returned as well for investigation.